Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the tip of the inner shaft has broken ¿40mm from the tip. The fracture is near the weld location of the two shafts. There are fracture surface witness marks that are consistent with torsional overload. It is noted in the DHR that the outer diameter of the inner shaft was under sized just at the weld area. The item was accepted because the weld still held the specific torque called out on the print conclusion: the cause of the failure appears to be torsional overload. The undersized weld diameter may not have caused the failure but it did not help.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the drive broke during use. No patient complications were reported.